Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 04.005.518. Lot: 3l68220. Manufacturing site: mezzovico. Release to warehouse date: 22 february 2019. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The image provided is preoperative image and the images of the impacted products have not being provided, hence photo ir can't be performed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (b)(64) as follows: it was reported that on (B)(6), 2021, the patient had a distal femur fracture and underwent a surgery with 260mm long retrograde femoral nailing system (rfn-advance system) was placed anterograde along with 2 locks, one proximal and one distal. In addition, one of the locks remained in the femoral canal. The fracture remained with little reduction with the possibility of a reoperation. Procedure was completed successfully with forty(40) minutes of surgical delay. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 28mm for im nails. This is report 3 of 6 for complaint (B)(4).